Event description:
It was reported the cysto-nephro videoscope had the sterilization cap not attached during sterilizing process. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of sterilization cap not attached during sterilizing processing was confirmed. Based on the results of the investigation, it is likely that inappropriate reprocessing of scope occurred due to the handling methods of the customer. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event was identified during reprocessing.